Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint (errors 23210 due to fluid intrusion). The unit was returned for failure analysis and the reported problem was confirmed and replicated. The unit was tested on an in-house system and failed normal mode, as it triggered 23210 errors on the insertion. The unit also failed on a patient side cart fixture test platform (pftp), as it failed the insertion direction test. The insertion axes controller spar (acs) board, axes controller spar hall sensor (acsh) board, and flat flex cable (ffc) were replaced as a fix to the reported problem. After the initial repair was completed, the unit was then tested on a pftp with a new insertion acs board, acsh board, plus ffc's and passed all required tests. The insertion brake was also part of the initial repair and was replaced. The probable root cause of the reported issue was attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/ lymphadenectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported error code 23210 and that universal side manipulator (usm) arm 4 was not usable. Prior to the call, troubleshooting was attempted through a system power cycle the system but the issue persisted. Tse review the system logs and found related error codes 23087 and 23210 pointing to a fault on the proximal set up joint (suj) on usm arm 4 . Tse confirmed that further troubleshooting was attempted through additional system power cycles; however, the issue persisted. Nurse noted that usm arm 4 was not movable with clutch button. Tse instructed the user to disable usm arm 4 to continue with the procedure. The procedure was completed with 3 usm arm with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non functional usm arm 4, an investigation is in progress to determine the cause of this reported event. The field service engineer (fse) tested the system and reproduced the issue confirming a defective usm arm. Fse replaced the usm arm to correct the problem. Isi received the replaced usm arm for investigation; however, failure analysis has not been completed at this time. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usm arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.